Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jun19. Device evaluation/resolution.

Event description:
The customer reported oxygen port spins. There was no patient involvement.